Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the surgeon fired a blue sureform 60 reload with a sureform 60 stapler instrument on stomach tissue. Reportedly, there was an extra staple in the crotch when the reload was installed, causing staples not to seat fully on the blade and this caused dragging of tissue on the blade. The staples on the top of the stomach were malformed, which caused some unspecified bleeding. The staples were removed and new staples were fired. The holes in the staple line were over-sewn to address the bleeding. Intuitive surgical, inc. (Isi) clinical sales representative (csr) reported that he was present during the procedure on (B)(6) 2022 and provided the following information: the stapler misfire occurred on the third fire. The surgeon was creating the pouch for the gastric bypass when the issue occurred. There were no pauses for compression, nor were there any issues clamping down. There were no system errors generated. When the event occurred, the sureform 60 stapler instrument fired; however, the blade dragged the tissue, and the staples were malformed. As a result, there was some bleeding occurred. Only about 1/4 or 1/3 of the intended staple line was well formed. The surgeon over-sewed the area and then switched to backup sureform 60 reload and completed the procedure with no further issues or patient injury reported.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. However, the event can be possibly be attributed to use-error considering a reload was installed and fired with a staple in the crotch of the stapler instrument. Isi has requested for the return of the blue sureform 60 reload for failure analysis evaluation. However, as of the date of this report, isi has not received the stapler reload to confirm/identify any reportable failure mode(s). If additional information is received, a follow-up MDR will be submitted. Per the sureform 45 and sureform 60 user manual, the following precaution for intra-operative use is noted: "warning: make sure that no obstructions (such as clips, staples, bone or other hard objects) are between the jaws. Firing over an obstruction may result in incomplete cutting action and, or improperly formed staples." Stapler logs for the procedure was completed. The logs show that the first sureform 60 stapler instrument (part #480460-09, lot #l93211221-0068) was installed 2 times and fired 2 reloads (both blue). Both firings were completed per the logs with 1 pause for compression. There were no incomplete clamps by this instrument. After these two firings the stapler instrument was replaced with sureform 60 stapler instrument (part #480460-09, lot #l91220322-0023). This stapler instrument was installed 6 times and fired 6 reloads (4 blue followed by 2 white). All firings were completed per the logs with 1 pause for compression, except the first firing, which had 0 pauses. There were no incomplete clamps by this instrument. A review of the an image provided by the customer was performed by an isi clinical development engineer (cde). The following additional information was provided: in the staple line image, un-approximated tissue is seen towards the distal end of the last staple fire, in addition to some loose staples laying on top of the tissue and a minor amount of bleeding. In the image, it appears that three graspers are holding the target tissue as a laparoscopic suction irrigator is being used. These results are consistent with a tissue pushout. The second image is a blue sureform 60 reload on the back table. There are loose staples visible on the face of the reload, and the knife is partially exposed toward the distal end of the fire. Per the customer¿s original report and these images, it is possible that a loose staple interfered with the knife path, causing the observed phenomenon. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted gastric bypass surgical procedure, the surgeon fired on stomach tissue using the sureform 60 stapler instrument with a blue sureform 60 reload. There was an extra staple in the crotch when the reload was installed which resulted with the dragging of tissue on the blade when the reload was fired. Holes in the staple line were over-sewn to address bleeding. In this case, the cause of the customer reported failure mode is unknown.